Event description:
The autopulse platform (sn (B)(4)) was used in the non-traumatic shock room to resuscitate a male patient in cardiac arrest. The ongoing resuscitation was in place before the platform use. The platform stopped after performing 3 compressions. The platform was restarted, however, the customer was not able to resolve the issue and the platform stopped again after performing 3 compressions. The lucas device was used from the catheter lab to continue CPR. The patient's status information was requested but the customer did not provide a response. During the troubleshooting of the platform, the belt cover of the lifeband (lot# 179342) was observed torn and had disrupted operation since it had damage. Per the reporter, the autopulse battery was replaced and the lifeband was examined during the morning shift check. The lifeband was noted in good condition. Please see the following related MFR reports: MFR 3010617000-2023-00317 for autopulse platform (sn (B)(4)).

Manufacturer narrative:
The reported secondary complaint that "the autopulse lifeband (lot # 179342) was observed torn was confirmed during the visual inspection of the returned lifeband. The probable root cause for the damaged lifeband was due to the partially twisted bands or excessive force applied to the protective cloth cover of the belt during lifeband resetting, attributed to user mishandling. Upon visual inspection, it was observed that the protective cloth cover on both bands was completely detached from the hinged belt guard by being forcibly ripped from its fixing point. No functional testing was performed due to the lifeband condition. However, the lifeband damage observed during the visual inspection did not affect the functionality of the lifeband as the bands were moving freely without any resistance. The autopulse user guide provides the following caution - make sure that the lifeband is not twisted before automatic compressions begin. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the lifeband lot number 179342.